Event description:
The customer stated that they observed smoke coming from the cell-dyn sapphire analyzer on the morning of (B)(6) 2015. At the time they did not know where the smoke came from and the instrument was still working. The following morning the message diluent/sheath reservoir failed to fill occurred. Service was dispatched and the source of smoke was determined to occur from the compressor pump assembly. There was no injury or damage reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed smoke coming from the compressor assembly on the cell-dyn sapphire analyzer. The compressor assembly was not available for return. Customer complaint and service data was reviewed and no product issues were identified. The technical services engineers reviewed submitted photos of the compressor assembly and determined that the run capacitor was involved. The cell-dyn sapphire compressor assembly wires did not indicate any cuts or breaks. A reason for the failure of the run capacitor was unable to be determined from the photos. A new cd sapphire compressor assembly was installed which resolved the issue. The cell-dyn sapphire system operations manual was reviewed and was found to adequately address the issue. The risk management file (rmf) for the cell-dyn sapphire (cell-dyn sapphire system risk analysis) indicates that system components are potential sources of smoke, burns, or fire; however, controls in place to reduce the risk are over-current protection, fusing, covers, safety interlocks, and fuse labeling. The investigation did not identify a product deficiency.